Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 620724, 620728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and nausea ("nausea"). The patient was treated with surgery (d & c and ablation and hysterectomy (full)). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, abdominal pain, fatigue, gastrointestinal disorder and nausea outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, nausea and pelvic pain to be related to essure (ess205). The reporter commented: she received treatment for: dyspareunia (painful sexual intercourse), abdominal pain, pelvic pain, menorrhagia (heavy menstrual bleeding) and ablation. Complications during removal surgery-repeat/multiple surgeries, date of additional surgeries-(B)(6)2015. Lot number: 620724 manufacture date: 2006-05 expiration date: 2008-04. Lot number: 620728 manufacture date: 2006-06 expiration date: 2008-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 620724, 620728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and nausea ("nausea"). The patient was treated with surgery (d & c and ablation and hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, abdominal pain, fatigue, gastrointestinal disorder and nausea outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, nausea and pelvic pain to be related to essure (ess205). The reporter commented: she received treatment for: dyspareunia (painful sexual intercourse), abdominal pain, pelvic pain, menorrhagia (heavy menstrual bleeding) and ablation. Complications during removal surgery-repeat/multiple surgeries, date of additional surgeries-(B)(6) 2015. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received: lot number added. Reporters added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and nausea ("nausea"). The patient was treated with surgery (d & c and ablation and hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, abdominal pain, fatigue, gastrointestinal disorder and nausea outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, nausea and pelvic pain to be related to essure (ess205). The reporter commented: she received treatment for: dyspareunia (painful sexual intercourse), abdominal pain, pelvic pain, menorrhagia (heavy menstrual bleeding) and ablation. Complications during removal surgery-repeat/multiple surgeries, date of additional surgeries-(B)(6) 2015 most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Product indication added. Events added: dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, gi conditions, nausea and she did not undergo essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.